Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer and manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient was recharging 1-2 times a day. Patient was on hd setting 1000hz, 90pw, 11ma. The manufacturer's representative reported that the patient was charging the recharger (insr) fully before charging the neurostimulator (ins), but patient would sometimes run out of the insr battery before the ins was done recharging. Technical services (ts) told the rep that a fully charged insr should still have a little battery left after charging an ins fully, however if the patient has really high parameters, perhaps it's taking longer to recharge; rep stated patient was taking up to 1 hr and 40 minutes. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient having to take every 1-2 days for 1 hour and 40 minutes is due to the patient's high density settings which requires more frequent charging. Recharging techniques were reviewed with the patient. The rep also looked at the charging intervals and not all the times were over an hour. No further information was reported.